Event description:
It was reported, the patient never had therapeutic effect. The patient did not experience the same level of pain relief as she did with oral medication. The patient was in a lot of pain and was waking up during the night due to the pain. The patient was directed by a nurse to administer a bolus at that time. The patient was following up with the nurse at the hcp office. Patient reported that she gave herself a bolus at 11:50pm, the next at 7:55am however, when she attempted to give another bolus later in the afternoon she received denial. The cause of the event was unknown. The pump was increased without a decrease in the patient pain level. A revision was planned. There was no injury. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8835, serial# (B)(4), product type programmer patient...product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
The main device, the other relevant component includes: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter; ubd: 2014-05-16; (B)(4). Code-conclusion is only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported when the patient's pump was implanted in 2012, "everything closed," and then the catheter kinked, so the doctor had to go in and replace the entire catheter. No further complications were reported or anticipated.

Manufacturer narrative:
The previous report (3004209178-2012-09034) indicated the aware date was april 09, 2018. However, the correct aware date is april 10, 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that patient was still experiencing ¿tremendous amount of pain.¿ when the patient tried to give herself a bolus, the patient therapy manager was showing the time before the patient¿s next bolus which was 7 hours and 51 minutes. It was noted that patient was locked out for 16 hours.

Manufacturer narrative:
(B)(4).